Event description:
This is a serious case-report received from the czech republic nca (state institute for drug control) on (B)(6) 2025 (authority number: (B)(4)). On (B)(6) 2025, a 88-year-old male patient started to be treated with hyalo4 skin cream (batch no. H10520) daily use for leg ulcer (indication text: tibial ulcerations). Hyalo4 skin cream is an alternative trade name used in EU countries for hyalo4 care hydrogel. Action taken with the suspect product was not reported. There was no contact to the animals, nothing new in hygiene and clothes, no other medication, no change in dietary habits. On (B)(6) 2025, the patient experienced allergic exanthema. According to the reporter the event caused patient's hospitalization from (B)(6) 2025. The outcome of the event was reported to be recovered/resolved. Actions taken regarding the event: methylprednisolone 40 mg o.d. I.v. On (B)(6) and methylprednisolone 80 mg on (B)(6) including, since then prednisone 10 mg o.d. Orally for next 3 days. Antihistaminic treatment was administered concomitantly (cetirizin-dihydrochloride) once daily 10 mg.

Manufacturer narrative:
This is a serious case-report received from the czech republic nca (state institute for drug control) on (B)(6) 2025. During the treatment with hyalo4 skin cream (alternative trade name in EU countries for hyalo4 care hydrogel), an 88-year-old male patient experienced allergic exanthema (pt: dermatitis allergic). The events dermatitis allergic is assessed as serious considering that the event lead to hospitalization. The events dermatitis allergic is assessed as listed. Even if the event dermatitis allergic is not reported as per current european IFU of hyalo4 skin cream as such, it is considered listed since it is linked to event dermatitis reported in the IFU. The event dermatitis allergic is assessed as possible related to hyalo4 skin cream according to who-umc causality assessment. Even if other causes have been excluded by the reporter (no contact to the animals, nothing new in hygiene and clothes, no other medication, no change in dietary habits), considering that the dechallenge is "unknown" and no quality anomalies have been found on the involved batch, the causal relationship has been assessed as "possible" only based on the temporal relationship. Based on the available information, the case is assessed as serious, listed, possible related to hyalo4 skin. No further information is available.